Event description:
It was reported a pericardial effusion occurred. During an atrial fibrillation (a fib) procedure, a sureflex steerable sheath was selected for use. After transseptal puncture was performed, the patient became hypotensive and pericardial effusion was noted via intracardiac echocardiography (ice). A pericardiocentesis and pericardial window was performed as an intervention. The patient was taken to intensive care and was reported to be stable. The device is not expected to be returned for analysis. Event reported via medwatch MDR report # mw5149915.

Manufacturer narrative:
Event reported via medwatch MDR report # mw5149915. It was indicated that the device will not be returned for evaluation. The fields e1 (initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter country, initial reporter zip/post code); e3 (occupation), f10 and h6 (impact codes) were updated, thus this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During an atrial fibrillation (a fib) procedure, a sureflex steerable sheath was selected for use. After transseptal puncture was performed, the patient became hypotensive and pericardial effusion was noted via intracardiac echocardiography (ice). A pericardiocentesis and pericardial window was performed as an intervention. The patient was taken to intensive care and was reported to be stable. The device is not expected to be returned for analysis. Event reported via medwatch MDR report # mw5149915

Manufacturer narrative:
Event reported via medwatch MDR report # mw5149915, an initial reporter cannot be identified. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.